Event description:
Rn started IV using 10g insyte. Rn inserted the needle and felt resistance as she was advancing the catheter in. She retracted the needle and pulled back slightly on the catheter since she had met resistance on insertion. When she did this, she stated she noticed blood come out of the side of the catheter tubing. At this time the rn pulled the IV catheter out because it could no longer be used for an IV. She was able to pull the catheter out without difficulty, but when she did she noticed the catheter was shorter than normal. She felt the patient's arm and felt what she believed to be the remainder of the catheter, md was notified and when unsuccessful in removing the catheter piece, surgeon was called to evaluate patient.